Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. The device is not available for evaluation, as it was discarded at the hospital. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the annular rupture post deployment of the 29mm s3 valve cannot be confirmed.  However, it was likely related to patient factors (i.e. Aortic annulus area of 558 mm2 with lcc severe calcification).  There was no allegation or indication that a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, during a tf tavr procedure, an annular rupture was discovered post deployment of the 29mm sapien 3 valve. The s3 valve was explanted to repair the area. The patient aortic annulus area measured 558 mm2 and has severe calcifications at the left coronary cusp (lcc) extending to the left ventricular outflow tract (lvot).  The sinotubular junction (stj) diameter measured 26.0 mm. Because of this, the 29mm sapien 3 valve was deployed with 3ml less than nominal volume. The s3 valve landed in the intended position of 70:30 aortic/ventricular in the native annulus. Post deployment, the blood pressure decreased slowly to 60¿s mmhg. No abnormalities were observed with intracardiac echo and aortography. The bp then dropped to 30¿s mmhg. Cardiac massage and percutaneous cardiopulmonary support (pcps) were initiated. The blood pressure was maintained with pcps. Tee showed a pericardial effusion and an incision was made, but could not find the bleeding source. A thoracotomy was performed and the bleeding source was found from the annulus at the lcc. Compression hemostasis was continued for 30 minutes without success and the procedure was converted to surgical aortic valve replacement. The procedure was completed and the patient left the operating room. At the latest information, the patient is recovering.